Event description:
It was reported that when the patient presented to the clinic, loss of capture was noted on the left ventricular (lv). It was found that the lv lead had dislodged. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.